Event description:
Boston scientific received information that this patient had presented to the emergency room with pre-syncopal symptoms. Pacing impedance measurements with this right ventricular lead were greater than 2000 ohms and the caller stated the lead was fractured. A review of the daily measurements show out of range impedance for the past year and it is suspected that the patient was lost to follow up. No adverse patient effects were reported. A boston scientific technical services consultant discussed the clinical observations with the caller who stated a lead revision may be performed. The lead remains implanted at this time and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.